Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open reduction and internal fixation for right tibial plateau fractures, the needle was found detached from the absorbable suture when the inner package was opened by the nurse. The wound could not be sutured resulting to extended operation time and delayed the operation process. A new needle was opened to complete the case. The skin anastomosis was successfully completed without adversely affecting the patient. There was no patient injury.